Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted during troubleshooting a cassette within the aspirate pump that holds an aspirate pump probe tubing had popped out of position and was not properly evacuating liquid from the reaction vessel. The fse reseated the cassette and noted the aspirate probes were properly evacuating liquid from reaction vessels. The fse validated the instrument by running a system check routine and customer quality control panel and all were within specifications. It was not disclosed how the cassette became loose. In conclusion, the loose aspirate pump cassette is the cause of this event as excess fluid left in the reaction vessel may contain unbound analyte which could lead to erroneous results.

Event description:
The customer reported obtaining multiple erroneous results on multiple assays on dxi 800 access immunoassay system (serial number (B)(4)). The customer was advised to run a system check routine and the washed, substrate and clean portions were out of specification. The customer reanalyzed patient samples back to last passing quality control run on an alternate dxi access immunoassay system (serial number unknown) and obtained different results. The original results were reported outside of the laboratory. Beckman coulter (bec) requested and the customer has not reported the quantity or examples of erroneous results nor did they report any affect to patient treatment in connection to the event. Exact sample types and centrifugation times could not be determined with the information available. Quality control was reported to be in specification on same day of the event but a troponin qc run just after the event failed specifications. A subsequent troponin calibration also failed specifications. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.